Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced communication issue between pump and transmitter, lost sensor alarm, audio/vibrate anomaly/absence of alarm. The customer reported, blood glucose value of 288 mg/dl. The customer reported, hyperglycemia. Treated with manual injection/insulin pen. Customer reported, the following led up to the event: not using the pump. Document treatment for high blood glucose: manual syringe. Document type of diabetes: 1. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1884. Customer reported, high blood glucoses. Customer has not been using the insulin pump system within 48 hours of reported high blood glucose event. Customer did not report any pump/product issues. Customer is reporting, the sensor liner stayed on the base, while pulling the sensor serter off. Customer confirmed, the serter was pulled slowly straight up. Customer reported, a loss of communication between the transmitter and the pump. No further patient complications were reported. No product return is required for mmt-7841zn, no product return is required for mmt-7040a, no product return is required for mmt-1884. The customer will continue using the device.